Event description:
A physician reported that during a cataract extraction procedure of a hyper mature lens of the right eye, the phacoemulsification (phaco) handpiece (hp) overheats, unstable intraocular pressure (iop) and has a surge. The patient has experienced a flattened anterior chamber and a corneal burn at the incision site. The customer has tried to exchange the tip, ¿cap¿, cassette and adjusted the lens extraction technique with no resolution to the issue. The phaco hp was exchange which did resolve the issue. The case was completed. During the post-operative exam the patient was noted to have corneal inflammation for which medication therapy was required. The patient is still recovering from the corneal edema. This is one of three reports from this facility and represents the second patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample revealed no obvious nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece which found to meet product specifications. The phaco handpiece was connected to a calibrated ophthalmic console. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the phaco handpiece was measured and was found to be within specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the phaco handpiece to meet product specifications. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event of high temperature and an infusion issue are inconclusive. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).